Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and calcification preventing successful delivery of impella. Device history lot device lot: 1947068 device history batch subcomponent lot: n/a. Device history review device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Section a: patient demographics are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. Due to anatomical issues and calcification of the patient¿s vessels, delivery of the impella to the ventricle was not possible and the implant was aborted. The impella cp was explanted, and the patient's outcome at the time of explant was survived.